Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the distal end piece of the scope has been broken off.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to d9, g4, h2, h3, h6, and h11. The device was returned to olympus for inspection, where the reported malfunction was confirmed. In addition to the customer's findings, a chip was discovered on the acoustic lens, which resulted in a defective ultrasound image. Based on the results of the investigation, damage was found on the ultrasonic probe, which prevented the balloon from being attached correctly. However, the most probable cause of the customer-reported malfunction and the issue identified during device evaluation could not be conclusively established. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.